Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# v949340, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3487a-45, lot# v949340, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: extension. (B)(4).

Event description:
It was reported that the patient had their device explanted on (B)(6) 2014. There was no allegation of a product issue. The stimulation gradually lost effectiveness after a great initial post-implant period. The patient had a drug delivery system implanted in 2013 and used both systems concurrently. About 4 months prior to the report the patient stopped using their stimulator. The patient requested that their doctor remove the stimulator as they were no longer using it. The patient was no longer taking oral medication, lost weight, had begun to improve their activity level, and was partaking in group activities. The patient had less than 50% therapy relief. The patient status was listed as alive with no injury. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.